Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned device noted no abnormalities. Visual inspection noted the loading unit was fully fired with no visual abnormalities. The loading unit was reset and loaded into the returned device. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y procedure, while being applied on jejunal transection, the device shoots very roughly and a bulging of the stapler was noted. During firing, the devices completely fallen apart as well. The surgeon used force so both staplers were used to complete the procedure. There was no patient injury.